Event description:
Overdelivery reported. The pump was in use infusing morphine in a 5mg/ml concentration, complete settings not recalled. A nurse reports that the pt became sedated, and it was noted that "the concentration had changed on its own to 1mg/ml." The pca morphine was discontinued and the sedative effects were allowed to wear off. No other medical intervention was required. No adverse sequelae were reported.

Manufacturer narrative:
The reported problem could not be duplicated. The unit confomred to performance verification testing delivery accuracy tests and long term tests. The device was noted to lose date and time history, the occlusion pressure tested high and the alarm history indicated malfunction 3a. All of these findidngs are not related to the reported event. The frequency of death or serious injury reports related to delivery accuracy due to user error for lifecafe pca is approximately 0.96/million sets.